Manufacturer narrative:
The device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process.

Event description:
A device report from synthes EU provides information from a facility in (B)(6) regarding two 1.5mm screw heads that broke off during a metacarpal open reduction surgery. No further information was provided. This is report #1 of 2 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions could not be checked for its specification as there was no article and lot number provided. Unfortunately also the same applies for the examination of the raw-material testing certificate and the manufacturing paper. Unfortunately we are not able to find the exact cause for this complaint.. Only the two heads as well as one part of the thread have been returned. It is possible that the screws were tightened up too much, visible on the damage of the thread.